Event description:
The customer called to report no delivery alarms. The customer then stated she was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.